Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal system got stuck in re-set when booting up. The unit was being tested by the perfusionist during set-up the day before case. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00064. Evaluation is in progress, but not yet concluded.